Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio2 inr 2.8, laboratory inr 8.1. Therapeutic range: unk. Due to visible bruising on the patient's arms and when the finger stick was performed, she bled more heavily than normal, a laboratory inr was performed. The customer was using a capillary tube intended for use with an alternate point of care meter. The time between testing was approximately one (1) hour. The patient was administered vitamin k. There was no additional information provided.